Manufacturer narrative:
Batch # = m9308p. The analysis results of the el5ml found that the device was received with one jaw broken at bifurcation. The device was disassembled and evidence of corrosion was found throughout the broken area. In addition, 2 remaining clips were found on the clip track. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In addition, in order to avoid this kind of issues please do not reuse, reprocess or re sterilize device. Reuse, reprocessing or re sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness or death. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please confirm whether or not the device was stuck on tissue or a vessel when it was stuck closed? Was the device able to be opened? If not, how was the device removed from tissue or vessel? Was there any damage to tissue or vessel as a result of the event? If yes, how was the damage repaired? Was there any patient consequence as a result of the event?

Event description:
It was reported that during an unknown procedure, clips delivered but applier hard to fire. The device is difficult to open and once the clip is placed, the device stays closed. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.